Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. Customer also reported that insulin had a high pitch sound and had a blank display during troubleshooting, alarm history showed a watchdog timeout alarm. An unexpected restart error alarm, external ram error alarm, and a software error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with currents within specification. The pump was unable to prime during the prime test and alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the unexpected restart error alarm test. No other alarms, blank display or audio/beep anomaly noted. The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.